Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was a detachment of the cable unit. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported "purple/pink cast image, probably cable break. " the issue occurred during procedure, and the procedure was continued using a similar device. There were no reports of patient harm.

Event description:
It was reported "purple/pink cast image, probably cable break. " the issue occurred during procedure, and the procedure was continued using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.